Event description:
The customer reports a burn to the patient's skin.

Manufacturer narrative:
Gentherm medical, llc., is representing the manufacturer and is submitting this report on their behalf. Complaint #(B)(4) received by gentherm medical, llc., on (B)(6) 2025.